Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a revision surgery, during which the lead was explanted via laser extraction and replaced with a new one. The explantation was performed due to septal leaflet impingement, which, according to the physician, may have resulted from excessive slack during implantation. No additional adverse patient effects were reported. This rv lead has not been received for analysis.